Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-jan-07 regarding a patient receiving fentanyl (250.0mcg/ml at 55.23083mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that on (B)(6) 2018 the patient contacted the on-call physician and reported severe pain. It was noted that the patient had lost her personal therapy manager (ptm). The patient was fearful of withdrawal, as she would not be able to activate bolus doses. The patient was advised that the pump was functioning and she would not experience withdrawal without her ptm. The patient was offered zofran and clonidine for potential withdrawal if the patient desired it. The patient was advised to present to the emergency department (ed) if needed. On (B)(6) 2018 the patient was admitted to the hospital and reported nausea, vomiting, and diarrhea. Narcan and ammonia were administered secondary to her mental status. On (B)(6) 2019 the patient reported she was diagnosed with overdose in the hospital which the patient denied, and reported she was experiencing withdrawal and a lupus flair. The patient was discharged on (B)(6) "2018" and the event resolved without sequelae at that time. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.